Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/right coil completely visualized in the abdominal cavity') and perforation ('migration/ perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), bacterial vaginosis ("infection (bacterial vaginosis)"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (davinci- assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, perforation, dyspareunia, pelvic pain, genital haemorrhage, bacterial vaginosis, urinary tract disorder, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, perforation, urinary tract disorder and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2019: migration of the right tubal occlusion coil as above. This is discontinuous from the cornu of the right fallopian tube. Although spill of contrast from the tube is not identified, patency of the right fallopian tube is not excluded. The left occlusion device appears well positioned. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/right coil completely visualized in the abdominal cavity') and perforation ('migration/ perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), bacterial vaginosis ("infection (bacterial vaginosis)"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (davinci- assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, perforation, dyspareunia, pelvic pain, genital haemorrhage, bacterial vaginosis, urinary tract disorder, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, perforation, urinary tract disorder and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: 1. Migration of the right tubal occlusion coil as above. This is discontinuous from the cornu of the right fallopian tube. Although spill of contrast from the tube is not identified, patency of the right fallopian tube is not excluded. The left occlusion device appears well positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.